Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user experienced high blood glucose while using the ilet, with a pump alert for high glucose and a confirmatory fingerstick of 301 mg/dl; the user reported no unusual precipitating factors and site appeared normal, and the agent guided calibration with a 15-minute wait and conducted a follow-up that confirmed a downward trend to 283 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed with sensor calibration and follow-up to verify trending improvement. Investigation of this case revealed no confirmed device malfunction and no identified site issues, and the event was characterized as hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.